Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68-year-old male with unknown comorbidities and a pre support clinical state of scai shock stage d underwent impella cp support for the indication of acute myocardial infarction with cardiogenic shock. The patient experienced limb ischemia beginning during/after introducer insertion; however, the condition resolved following placement of the distal perfusion catheter. The ischemia was promptly recognized and successfully resolved with placement of a distal perfusion catheter. The device was explanted successfully and the patient survived.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ppae (ischemia): the root cause of the injury was not determined due to insufficient clinical details.